Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the valve was implanted over 13 years ago and this is considered natural deterioration of the valve and is not a design or manufacturing deficiency caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 13 years post tavr procedure for stenosis, calcification and regurgitation, with a 26mm sapien 3 valve in the pulmonic position, the valve was failing due to stenosis and regurgitation. A 26mm sapien 3 ultra valve was implanted in the 26mm sapien 3 valve in a valve in valve procedure without issue. Per the fcs, the physician felt the failing valve had run its normal lifespan and there was no allegation the edwards device was deficient in some way. The perceived root cause of the stenosis was build up due to how long the valve was implanted. The failing valve showed moderate to severe regurgitation with a gradient of 62mmhg, calcification, and limited leaflet mobility. There was no thrombus or vegetation. Prior to the valve in valve procedure the patient had shortness of breath and heart failure.